Manufacturer narrative:
This report is submitted on (B)(6),2022.

Event description:
Per the clinic, the patient experienced tenderness around the abutment and subsequently was treated with oral and topical antibiotics (specific date and duration not reported). Additional information has been requested but it has not been made available as of the date of this report.